Event description:
It was reported that the right atrial (ra) lead channel on this implantable cardioverter defibrillator (ICD) exhibited intermittent loss of capture with high pacing thresholds. Technical services (ts) was consulted and in office evaluation of the ra lead pacing was recommended. No adverse patient effects were reported. This device remains in service.